Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir was leaking into the customer's insulin pump. The customers blood glucose was 248 mg/dl. There was reportedly fluid in the reservoir compartment and insulin was coming out of the bottom of the reservoir. There was no insulin found in the battery compartment or under the lcd screen and no cracks or splits in the barrel were found. All components appeared to be present. Customer was advised to change the reservoir. Nothing further reported.